Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, prior to an unrelated procedure, a shorted output state detected (sosd) alert with aborted defibrillation charges were observed. However, confirmation of lead damage was observed via x-ray or visual examination. In addition, low pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was implanted. The patient was stable and there were no adverse consequences.